Event description:
Device malfunctioned prior to procedure. The device was turned on, primed, and made noise. Green light indicator did not light up.

Manufacturer narrative:
Device was returned for evaluation and review of device history records was conducted.